Event description:
Falsely elevated prothrombin time inr (pt-inr) results were obtained on patient samples. The patient results were reported to the physicians. An error in the settings for the isi and mnpt factors in the extended mode assay configuration (ptx) was noted after investigation by the laboratory. Calculations show that lower results would be reported with the correct isi and mnpt factor settings. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated pt-inr results. There is no report of adverse outcome to patients as a result of the falsely elevated pt-inr results.

Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is user error. The account did not properly save inputs of the correct lot specific isi and mnpt values dade innovin lot in use for the pt extended mode assay configuration (ptx). The siemens healthcare diagnostics customer care center- technical solutions representative assisted the account in reinforcing the manner of properly using the correct isi and mnpt values. The instrument is performing within specifications. No further evaluation of the device is required.